Event description:
Baxter (B)(4) received a report that an infusor leaked into the housing during patient infusion. The device had been filled with a solution containing 8000 mg flucloxacillin in 240 ml saline. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was confirmed due to a ruptured reservoir. Visual examination of the unit determined that the bladder ruptured in a footed position. Microscopic examination of the reservoir material near the rupture line revealed internal damage as markings on the interior surface were observed. The root cause was determined to be a manufacturing defect. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.